Event description:
Customer returned device for an unknown reason. The technician found the trigger had jammed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the trigger-slider was blocked and jammed due to improper maintenance. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.